Manufacturer narrative:
Date of death: estimated based on aware date of 02nov2020. Date of event: estimated based on aware date of 02nov2020.

Event description:
It was reported via social media that a death occurred. A left atrial appendage (laa) closure procedure was performed. Per report, the patient died. No additional information is available.